Event description:
It was reported that during a coronary artery treatment procedure a balloon burst occurred. Access was achieved via a radial artery. The lesion being treated was located in the distal right coronary artery. The device was used for pre dilatation. The 3.0x12mm nc quantum apex monorail balloon ruptured on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).